Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 459 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer had dry mouth from their high blood glucose. Troubleshooting found the drive support cap was flush. Customer did not press on the cap while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will be returned for analysis.